Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts lifted. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a shaft kink 47mm distal to the port bond. The outer polymer shaft was torn 10mm distal to the port bond extending for 5mm. The port bond was twisted and damaged. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19nov2019. It was reported that shaft kink occurred. A 4.00 x 28 synergy drug-eluting stent was selected for use; however, it was noticed that the shaft was bent. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.